Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2011. According to the complainant, after passing the basket over the guidewire, an attempt was made to open the basket. The handle moved, but the basket failed to open. The physician assumed that the basket wire was broken. The procedure was completed with another trapezoid rx lithotripter compatible basket . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The patient ID and weight are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination found that the device returned with the basket in the closed position. Additionally, the guidewire lumen (side-car) presented push-back and the outer sheath was buckled and torn adjacent to the heat shrink. Functionally, the basket failed to extend due to the damage noted to the sheath, but was able to manually extended and retracted by holding the sheath. When extended, the basket wires were found to be bent. The condition of the returned incident device was consistent with the complaint that the basket failed to extend. However, this was not attributed to a broken pullwire, the functional issues occurred as a result of the sheath being damaged. Additionally, the evaluation found that the guidewire lumen (side-car) presented with push-back. The observed damage likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2011. According to the complainant, after passing the basket over the guidewire, an attempt was made to open the basket. The handle moved, but the basket failed to open. The physician assumed that the basket wire was broken. The procedure was completed with another trapezoid rx lithotripter compatible basket . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.